Event description:
It was reported that during procedure, the tip of the j-wire broke off when trying to pull it back into the introducer to straighten in out. A new j-wire was used to gain access. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.